Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter would not power on. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the customer care agent (cca) during a follow-up call with the patient. The patient reported that on (B)(6) 2020 at 5:00 am, she woke up with symptoms of ¿dizziness, headache, ringing in the ears and dry tongue.¿ in response to the symptoms, the patient claimed she attempted to test her blood glucose but was unable to obtain a result due to the alleged power issue. During the follow-up call, the patient claimed the symptoms worsened as a result of the alleged issue and that she also developed ¿the urge to urinate at all times.¿ the patient claimed she attended the hospital 20 minutes after the onset of symptoms where a lab a result of ¿280 mg/dl¿ was obtained. During the follow-up call, the patient reported that she was administered unspecified ¿serum¿ and immediately she fell asleep, then she got up and the symptoms began to decrease, especially the ringing in the ears. The patient attributed the onset of the symptoms to probably the pandemic situation and reclusion. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca confirmed the correct test strips were being used for testing. The cca noted the meter would power on when a test strip that previously did not turn on the meter was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed worsening symptoms suggestive of a serious injury adverse event requiring medical intervention, after the alleged meter issue began.